Event description:
Customer stated, "she was sitting in the chair leaning back on the pad. The bottom corner of the pad became folded over. The spot on the pad became very hot and burnt her bottom." Customer claimed injury and sought medical attention. Product was not returned. Customer provided pictures of the unit. Based on the lot number provided by the customer the investigator determined the pad was 5 years and 10 months old. The investigator corroborated the customer statement of leaning on the pad and the pad being folded based on the pictures provided. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds" upon receipt of the product a supplemental report will be submitted.